Event description:
This is first of 2 complaints received for (B)(6) info reported by the same physician. The device was implanted for breast reconstruction. It was reported to lifecell that the pt developed a (B)(6) infection two weeks post-operatively. Multiple attempts were made to obtain more info from the physician. This complaint was initially evaluated as being unrelated to the device as (B)(6) is a common nosocomial surgical site infection. Lifecell is now reporting due to a lack of info from the reporting physician. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the info reported. Result of eval: lot info is unk. Conclusion: this complaint was initially evaluated as being unrelated to the device as (B)(6) is a common nosocomial surgical site infection. Lifecell is now reporting due to a lack of info from the reporting physician.